Event description:
Medtronic received information that approximately two years and three days following the implant of this edwards surgical valve, moderate transvalvular regurgitation was reported on transthoracic echocardiogram. Approximately 21 days later, a transesophageal echocardiogram (tee) showed "leakiness" around replaced aortic valve. The patient underwent a right and left heart catheterization. Approximately 1 month following that procedure, the patient had closure of valvular insufficiency with a 6 millimeter (mm) occluder. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)